Event description:
It was reported that a right ventricular (rv) lead was attempted but not used during implant. It was noted the lead had high rv impedance measurements. The lead was explanted and replaced. No patient complications have been reported as a result of this event.